Event description:
It was reported that "when sliding in cartridge it wont click in tight enough at times". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.